Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A peripheral procedure was performed with an orbital atherectomy device (oad) in the peroneal artery on a lesion that was severely calcified and 90% stenosed. During the procedure, the crown became stuck in the lesion and they were unable to get it out. The crown remained attached to the driveshaft and the entire oad was left in the patient. The patient was put on an alteplase thrombolytic for 2-3 days for preparation for a the retrieval/bypass surgery. The bypass procedure was completed, but they were unable to retrieve the crown from the lesion. The driveshaft of the device was cut, and the driveshaft segment including the crown remained in the patient. Three days later, it was determined that the bypass was too occluded, and an above the knee amputation was done on the patient. The section of the driveshaft, including the crown, was discarded along with the amputated limb. The patient was discharged from the hospital following the amputation.

Manufacturer narrative:
The reported oad was received for analysis. The driveshaft of the oad was observed to have been destructively cut 6.6 cm from the lap weld, which was consistent with the reported information. The proximal section of the driveshaft that was still attached to the oad handle was also damaged and deformed at the lap weld. The distally cut driveshaft was also returned, but the driveshaft crown and tip busing section were not returned since they were discarded by the facility. Therefore, the crown and driveshaft, which were reportedly stuck in the vessel, could not be analyzed. The driveshaft filars on the distally cut driveshaft were observed to be damaged, deformed and elongated. The oad was found to operate at all three speeds with no abnormalities observed. At the conclusion of the device analysis investigation, the report of the crown becoming stuck in the lesion was not conclusively confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Adverse event problem: result code: incomplete device returned, analysis unable to be fully completed. Csi ID# (B)(4).

Event description:
When the oad became stuck in the lesion, an audible grinding noise was heard.